Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The device lot number data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the pump would not inflate the device. The tubing heading into the pump was broken and fractured leading to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.